Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded and contained insulin. Customer¿s blood glucose value was between 260-400 mg/dl. Reportedly, the issue was resolved by loading a new cartridge.